Event description:
It was reported the shaft broke. The target lesion was located in the left anterior descending artery (lad). A 3.5x16mm synergy stent was successful deployed in the lad, however, it was noted that a plaque shift into the diagonal occurred. A second wire was then placed in the diagonal with the stent delivery system still placed in the lad. A 15mm x 2.25mm nc quantum apex balloon catheter was advanced; however, the device met resistance inside the guide with the stent delivery system along with the two wires inside the guide catheter. The physician pulled back the nc quantum apex balloon catheter but the shaft separated at the monorail junction inside the guide catheter. The physician was able to utilize the stent delivery system to pull it back into the guide and removed everything from the patient. The same two wires with two different balloons were used to complete the procedure using a kissing balloon technique. No patient complications were reported and the patient did well.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube 81.5cm from the hub. There is a kink on the inflation lumen and guidewire lumen 11.7cm from the tip. Microscopic examination revealed that the tip is damaged. There is buckling to the balloon and guidewire lumen 4mm from the tip and approximately 14mm long. There is buckling to the inflation lumen and guidewire lumen 21mm from the tip and approximately 19mm long. There is contrast present in the hub and inflation lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported the shaft broke. The target lesion was located in the left anterior descending artery (lad). A 3.5x16mm synergy stent was successful deployed in the lad, however, it was noted that a plaque shift into the diagonal occurred. A second wire was then placed in the diagonal with the stent delivery system still placed in the lad. A 15mm x 2.25mm nc quantum apex balloon catheter was advanced; however, the device met resistance inside the guide with the stent delivery system along with the two wires inside the guide catheter. The physician pulled back the nc quantum apex balloon catheter but the shaft separated at the monorail junction inside the guide catheter. The physician was able to utilize the stent delivery system to pull it back into the guide and removed everything from the patient. The same two wires with two different balloons were used to complete the procedure using a kissing balloon technique. No patient complications were reported and the patient did well.